Event description:
After a red cell collection procedure had ended, the donor complained about itching. Within 8 to 10 minutes, the donor developed a raised red rash over his entire body and slight swelling in his face. The donor was taken to an emergency room where he was given benadryl. There were no other tests done. The center was contacted in 2005 and the contact nurse reported that the donor had fully recovered with no additional treatment.